Manufacturer narrative:
One 3i t3® tapered implant 5/4 x 8.5mm (bopt5485) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, collar, and internal drive feature. The product matched print specifications where measured against drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
Additional information received confirmed that implant (bopt5485) was removed due to patient mandibular jaw condition. Osteomyelitis has been reported. Tooth location 19.

Manufacturer narrative:
Additional information received confirmed that implant was removed due to patient mandibular jaw condition. Osteomyelitis has been reported. Tooth location 19. Implant has been received by manufacturer and evaluation has been anticipated. After device evaluation has completed, a follow up medwatch report will be submitted. The following sections have been updated: b4: date of this report. B5: event updated. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the implant bopt5485 was removed due to the patient's symptomatology and on recommendation of the ent specialist.